Manufacturer narrative:
The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and indicated five remaining lives. It successfully passed grasping, recognition, and engagement tests. The instrument demonstrated intuitive movement with a full range of motion in all directions, and the grip tips opened and closed properly. No physical damage was observed, and no issues were detected during testing. Electrical continuity tests for both grips were also passed. The reported complaint could not be replicated or confirmed during the failure analysis, as the instrument met all functional test requirements and was found to be fully operational. No product-related issue was identified. Based on the investigation findings, the customer-reported issue may have been caused by factors unrelated to the product. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the force bipolar instrument locked up while grasping tissue. The emergency key was used to manually release the grasper then the grasper was removed and replaced. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was stated that the emergency manual release key was not used. The surgeon used another instrument, a grasper, to free the tissue from the force bipolar. No tissue was excised due to this. No fragments were missing from the force bipolar, and no fragments fell into the patient. The case was completed, and no harm was done to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.